Event description:
I have been wearing contact lenses for over 30 years and have used many different brands of products. On (B) (6) 2010, I tried a new contact lens solution called "clear care" cleaning and disinfecting solution. When I used it for the first time, it felt like I had put acid in my eye. It burned terribly. I couldn't open my eye for 5 or 10 minutes and once I did, my eye was bright red. I have now been wearing my glasses for three days. My eye is almost back to normal, and I do not believe that I have any permanent damage. However, either there is something terribly wrong with this product, or I have some sort of weired allergy. Needless to say, I will never use this product again. Dates of use: one time, (B) (6) 2010. Diagnosis: contact lens. Event abated after use stopped: yes.